Event description:
Additional information received reported the patient was receiving therapy. The catheter had been found to be occluded due to catheter being twisted and coiled. During the revision, the health care provider (hcp) uncoiled the catheter and determined the catheter was patent, thus did not replace any components.

Event description:
It was reported that the catheter was kinked and the pump was flipped. The reporter indicated that the pump had been flipping causing the catheter to become kinked and coiled up. A dye study was performed on the day of report, at which time the healthcare provider (hcp) was unable to aspirate the catheter. The patient had not been therapy relief, thus they been taking oral medication to cover their pain. The hcp was possibly going to program the pump to a minimum rate mode. The pump was used to deliver morphine and bupivicaine. It was later reported, the reporter was notified of the event on (B)(6) 2013. The x-ray performed showed, the catheter to be twisted at the pump connection. A revision was being scheduled and the patient was receiving oral medication until revision. It was later reported, the revision was scheduled for (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).